Event description:
The customer reported that a sync shock was not delivered during patient use. Another device was used to sync the patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.